Event description:
It was reported that an infusor overinfused during patient use. The total fill volume of 570 ml was infused over the course of 48 hours rather than 71.25 hours. The device was filled with a solution of ropivacaine. When the patient returned to the emergency room, they reported feeling pain. There was patient involvement, but it is unknown if there was patient injury or medical intervention necessary in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The patient's pain was treated with an oral analgesic, tylenol. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: a companion sample was returned for evaluation. A visual inspection and flow rate testing were performed. The device was found to be within specifications; no defects were observed. The cause could not be identified.